Event description:
This is a spontaneous consumer report of peritonitis in a male patient from (B)(6) coincident with peritoneal dialysis. On an unknown date, he began dianeal therapy. On (B)(6) 2010, he contacted baxter (B)(6) technical service center and stated that he had taken unspecified antibiotic because of peritonitis. Outcome and causality were not provided. There was no allegation of device malfunction.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510k number will not be included in submission as this is an unknown product.